Event description:
Additional information indicated there was a rythmiq event around the time of the syncopal episode. A technical service (ts) consultant was contacted to determine if this caused the syncope. Ts reviewed the episode and determined that the device was operating as designed and programmed. The rythmiq causes the ventricular rate to drop from a sensed rate of 70 bpm to a paced ventricular rate of 55 bpm for three beats and atrioventricular synchrony was lost. The physician believes this amount of loss of synchrony could cause these symptoms. There was also an inquiry regarding morphology. Ts discussed the episode and timing and indicated there could be possible fusion.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope due to complete heart block (chb). It was noted that the patient is paced less than 1 percent so they are rarely in chb. There was also noise present in both the atrium and ventricle which was oversensed in the atrium. It was not oversensed in the ventricle. There was also an inappropriate mode switch. It was found that the patient was in surgery at the time of the noise episode; therefore, the noise was the result of electrocautery. A technical services (ts) consultant was contacted regarding programming options to mitigate this issue. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.